Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient took a trip to visit their son and spend longer hour in the car was the circumstances that lead to the leaking. It was noted that the leaking had resolved. The patient changed the number and level on the screen and was doing fine.

Event description:
Additional information received reported that the treatment for cancer created the patient's problem.the patient indicated that manufacturer company has been of great help.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0uemg, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was on program 2 at 1.7v she increased it to 1.8v and was feeling the stimulation a bit stronger now but felt stimulation. A symptom reported was leaking. The patient reported she could not get it to come up the screen to indicate you could change it. Patient was having problems with leakage which started (B)(6) 2015 and felt she needed to change code. She turned it on and to get it to operate but it was been sluggish and takes a while for screen to come up. The patient was getting synch up required screen. The patient had never changed batteries. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.